Manufacturer narrative:
H.6. Investigation: bd received 201 customer samples and 1 photo from the customer in support of this complaint. Functional testing of the samples was performed and the indicated failure mode of overfill was not observed. Additionally, 10 retention samples from the bd inventory were functionally tested and no issues were observed relating to overfill as all samples met specifications. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. Bd was unable to confirm or duplicate the customer¿s indicated failure mode because the defect was not observed in the samples, photo, or retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: - customer stated that the tubes are overfilling past the cap of the tube. They had to redraw 5 patients. 3 on (B)(6) 2021 and 2 0n (B)(6) 2021. There was no medical intervention and he does have samples to return for the investigation. He would like a case of replacements. (B)(6) 2021: bd tech robin strogen, - "customer states that tubes are filling to cap and that the siemens coag analyzer is rejecting them as overfills. If the adjust the level sensor than those tubes that do not fill to that high level will be considered underfilled. He has other lot#'s on hand and the overfilling does not happen with them. Discusses that tubes can fill to cap and be a valid draw, emailed citrate tech talk and fill card. Customer to send pictures of overfilled tubes."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, the device experienced overfill. The following information was provided by the initial reporter. The customer stated: customer stated that the tubes are overfilling past the cap of the tube. They had to redraw 5 patients. 3 on (B)(6) 2021 and 2 on (B)(6) 2021. There was no medical intervention and he does have samples to return for the investigation. He would like a case of replacements. (B)(6) 2021: bd tech (B)(6), "customer states that tubes are filling to cap and that the siemens coag analyzer is rejecting them as overfills. If the adjust the level sensor than those tubes that do not fill to that high level will be considered underfilled. He has other lot#'s on hand and the overfilling does not happen with them. Discusses that tubes can fill to cap and be a valid draw, emailed citrate tech talk and fill card. Customer to send pictures of overfilled tubes."